Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing impedance measurements greater than 2000 ohms in all configurations expect lv tip to coil where pacing impedance measurements wer 448 ohms. The thresholds measurements are normal and stable. No adverse patient effects were reported. Subsequently, the patient underwent a heart transplant and the lead was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a lead fracture was confiirmed at 397 mm, due to the suture sleeve tie down.